Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-170mg/dl fasting. Verified test strips expire 04/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 337mg/dl and 345mg/dl fasting. Reviewed meter memory: (B)(6). The customer is calling because she has noticed that she is getting high blood sugar after dropping the meter on (B)(6) 2015. The customer stated that the time has not been setup correctly.